Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and ensured the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the customer acknowledged and understood.